Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. Device was not returned to manufacturing facility.

Event description:
A report was received from health canada's canada vigilance program which states, "administered secondary medication of sodium phosphate through access line at 0200, at 0300 looking at bags and noted sodium phosphate bag was already dry when it should have been infusing until 0400. When bag initially hung first few drips did not seem to be infusing faster than normal. Infusion rate on pump still read 55ml/hr with 48 ml remaining when writer noticed bag dry. When given earlier dose of naphos (~2230) writer noticed bag was dry approx 10-15 min before expected completion time but thought maybe time it got hung was different than thought. Primary infusions not noted to be an issue."

Event description:
A report was received from health canada's canada vigilance program which states, "administered secondary medication of sodium phosphate through access line at 0200, at 0300 looking at bags and noted sodium phosphate bag was already dry when it should have been infusing until 0400. When bag initially hung first few drips did not seem to be infusing faster than normal. Infusion rate on pump still read 55ml/hr with 48 ml remaining when writer noticed bag dry. When given earlier dose of naphos (~2230) writer noticed bag was dry approx 10-15 min before expected completion time but thought maybe time it got hung was different than thought. Primary infusions not noted to be an issue."

Manufacturer narrative:
Correction : medical device catalog #, unique identifier (UDI) #, medical device serial #, medical device model #. Additional information : device manufacture date, imdrf annex a, b, g codes & manufacturer narrative. A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in section h6 of this MDR report.